Manufacturer narrative:
Device available for evaluation: addr01 ipg, (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their "pacemaker leads broke". The patient's right ventricular lead remains in use. No patient complications have been reported as a result of this event.